Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the "route is purged, evidencing the blood flow through the catheter to the outside." The catheter was replaced.

Manufacturer narrative:
(B)(4). A 3-lumen catheter marked 7fr x 20 cm on the juncture hub was returned for evaluation. A visual exam was performed and catheter appeared typical. No anomalies were observed. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks or crossovers were found in any of the lumens. The report of blood backflow could not be confirmed through examination and testing of the returned sample. No leaks or crossovers were found in the catheter during functional testing. A device history record review was performed and it did not reveal any manufacturing related issues. No problem was found on the returned sample.

Event description:
The customer alleges that the "route is purged, evidencing the blood flow through the catheter to the outside." The catheter was replaced.